Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) stated to the baxter technical service representative (tsr) that all supplies were okay and they had been connected. There was nothing unusual noted about the supplies. The tsr assisted the hp to cycle the power of the hc to end therapy. The tsr advised the hp to start over with new supplies. The tsr advised the hp to contact their pd nurse (pdn) to advise pdn about the patient's possible exposure to unsterile air. The hp agreed to do so. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.